Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative disc disease underwent direct lumbar interbody fusion at l4-5. Intra-op, the curette tip was broken. Product came in contact with the patient. No patient complications were reported. No fragments remained inside the patient.

Manufacturer narrative:
Additional informatoin: product analysis: a visual and microscopic review of the curette's tip did not reveal a break. There are some witness marks on the inside of the curette. If information is provided in the future, a supplemental report will be issued.